Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) 5.0mm locking screws, unknown length. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
It was reported that the surgeon removed a long trochanteric fixation nail (tfn), helical blade and 5.0mm locking screw. The patient also had a total knee and fractured between the nail and the prosthesis. Original nail surgery was performed on 6/30/2004 and the removal was done on (B)(6) 2013. No implants were broken and everything came out fine with no delays. No lot number or product number could be retrieved from screw. Removed hardware will not be returned and is in possession of the surgeon. The patient is obese. The surgeon placed a retrograde nail after removing the original implants. This report is for one (1) 5.0mm locking screws, unknown length. This is report 3 of 3 for complaint (B)(4).